Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
"Ibc-issues: customer is asking for a refund because the treatment did not work for her and cause her bite to be misaligned and pressure caused issues with a cavity and it had to be replaced with a crown today and the dentist is advising not use byte anymore for that reason.// solution: let customer know we will need a lor to release her from our medical service and sent that email.// send to cst once received."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.